Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after implantation of intraocular lens (iol), the patient had blurred vision. Hence the lens was explanted in a secondary procedure and replaced with other company lens. The clinical reason for explant was lens rotation despite capsular tension ring, causing very poor vision unsatisfactory visual performance. Additional information was requested and received stating the lens was exchanged with light adjustable non company lens. There are two medical device reports associated with this patient. This report is for left eye.